Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a "pin hole" from the "lower left hand side near 200 mark". This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 09, 2018 - august 10, 2018. The device was received for evaluation. Visual inspection identified a tear at the lower left edge of the bag. Functional testing was performed which revealed a leak on lower left edge of the bag approximately at the 200ml area level. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.